Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, g1, h6.

Event description:
Patient reported right side "capsular contracture baker grade IV, "pain in the shoulder", implant has "floated up", that they were treated using "exercises" and that the current physician informed them that the "wells were too big". Additional report of "upper pull". Healthcare professional later reported "hole in radius (edge)". Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, b.7, d.7, d.10, g.1, g.3, h.3, h.6.

Event description:
Additional mention of "upper pull". Device has been explanted.

Event description:
Additionally, healthcare professional reported "palpable and visible deformity, no pain".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease flat, red particles and broken shell. A microscopic analysis was performed which identify a striated edge broken, consist with use of a surgical tool and missing piece of the shell. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage; missing piece of the shell assessed as to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "capsular contracture baker grade IV, "pain in the shoulder", implant has "floated up", that they were treated using "exercises" and that the current physician informed them that the "wells were too big". Device remains implanted.